Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced communication issue between the pump and transmitter and insulin over delivery issue. The customer reported a blood glucose value of 28 mg/dl. The customer reported hypoglycemia treated with IV drip. The event involved product(s) mmt-1884, mmt-7040a, mmt-342g, mmt-431a, mmt-7841zn. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The customer believes the pump is over delivering. No further patient complications were reported. Mmt-1884 was requested and the customer response was the device will be returned. The customer will discontinue using the device. A product return was requested for mmt-7040a. The customer declined to return, or is unable to return. Mmt-342g was requested and the customer response was the device will be returned. Mmt-431a was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.